Event description:
It was reported by customer that batching syringes leaking drug at the plunger area of the syringe. Rcc received a complaint via email. Date: 22.01.2026 complaint number: (B)(4), account number: (B)(4), item number: 308-305617, lot # / serial #: lot# 5129980, expiry 2030-04-30 lot# 5195506 , expiry 2030-06-30 sample available: yes item description: 20ml luer-lok tip sterile syringe pack incident description: as per account, batching syringes leaking drug at the plunger area of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. This product is not designed for storage of drugs/ solutions and refrigerate them. DHR (device history record) was reviewed and no qn¿s (quality notifications) or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
No additional information.